Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 (scope communication error) due to failure of the imaging unit and scope ID cannot be read due to a malfunction of the imaging section. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported; the subject device displayed no image. The issue occurred during preparation for use. There were no reports of patient involvement.

Event description:
It was reported; the subject device displayed no image. The issue occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g8, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It confirmed that the device was shipped in accordance with its specifications. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 (scope communication error) occurs due to failure of the imaging unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: unable to determine the root cause of the problem, since the actual product was not sent to us, but we assume that the problem is caused by damage to the image sensor unit or failure of mounted components on the electrical board due to stress from use, external factors, or handling. Olympus will continue to monitor field performance for this device.